Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 380 mg/dl on the compact plus system compared back to back with a result of 58 mg/dl on either the lab or his doctor's system when testing was performed within 10 mins. Reporter stated the customer was slurring his words and felt weak and shaky at the time of the readings. Reporter stated the customer was able to go and get himself something to eat in order to treat himself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.